Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic piece on the saw capture guide was broke off during surgery. All pieces were retrieved and accounted for. No surgical delay

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.